Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but insulin pump did not turn on. Customer stated that battery was removed, insert battery alarm did not display on screen. The contact on battery was not damaged or missed. Customer inserted new battery, display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.